Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation during daily pacing lead impedance tests at 1.5 v at 0.8 ms. The physician elected to leave programming, as it was and monitor the patient.